Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of samsung galaxy s20 fe 5g (android 13, 2.10.1.10406). The reported issue was unable to be replicated and the system functioned as intended. There was no issue identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was treated with an unspecified injection provided by paramedics at their home for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.